Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 corrected fields: b5, e4 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the circuit boards may have had stress from energizing, static electricity, and over current which caused electrical contact failure. As a result of that, the image signal output could have become unstable and defective. Additionally, the over current may have occurred by attachment/detachment of the connector while the system was on, over current from other products or electrical wiring, dusty/dirty electrical contacts at the system/video connector. The event can be detected/prevented by following the instructions for use which state: ltf-s190-5 instructions for use: operation manual ¿chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the endoeye flex deflectable videoscope exhibited an image that is sometimes not displayed. No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the endoeye flex deflectable videoscope exhibited that there are ripples. The issue was found during preparation for use before the patient was in the room. There were no reports of patients¿ harm.